Event description:
It was reported, the subject device had no image. There was no report of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information from the customer regarding the event; however, no response received. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all function and image tests with no problems found. The video system center used along this camera head was not available for inspection. A definitive root cause cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): ¿warning ¿ if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation" page. 7. Olympus will continue to monitor the field performance of this device.